Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was performed. A watchman truseal double curve access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was deployed and recaptured. A 30mm wds was positioned and the closure device was about to be deployed, but it was noted there was a thin metal protruding from the distal end of the was. This was and wds were both removed together. The case was completed successfully with no further issues.